Manufacturer narrative:
On (B)(6)-2021, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. One hour after the start of the case, lpv ablation is ongoing. The contact force was 3 g before ablation but was around 30 g immediately after the start of ablation. Furthermore, a thrombus was attached when the catheter was exchanged. The contact force was confirmed to be 30 g after 1 abrasion at 0 g. The cable was replaced but the event did not resolve. Catheter was changed, and ablation was performed again at 0 g to confirm that there was no change in contact force, and the event resolved. After that, the procedure was safely completed. After the procedure, there has been no health injury to the patient so far. Device evaluation details: visual analysis of the returned sample revealed that no damage or anomalies were observed on the thmcl smtch sf bid catheter. The temperature, impedance, values were observed within specifications. The catheter was connected to carto3 system and errors 106 was displayed on the screen. Therefore, the catheter was dissected on the tip area, loss of electrical continuity of the green paired wires to the sensor was found. Concluding that is an internal failure of the sensor. Then, a flow test was performed, and water was coming out of the handle. When the handle was disassembled, the irrigation tube was found broken, this must have caused inadequate irrigation and subsequently, the temperature rise. However, the root cause of the damage to the irrigation tube cannot be determined. The unit was inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram of this device that indicates proper manufacturing in accordance with documented specifications and procedures. A manufacturing record evaluation was performed for the finished device [30537335m] number, and no internal actions related to the reported complaint condition were identified. It should be noted that device failure is multifactorial. The instructions for use contain the following precautions; flush the catheter with heparinized saline prior to insertion into the body. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
On 29-sep-2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. One hour after the start of the case, lpv ablation is ongoing. The contact force was 3 g before ablation but was around 30 g immediately after the start of ablation. Furthermore, a thrombus was attached when the catheter was exchanged. The contact force was confirmed to be 30 g after 1 abrasion at 0 g. The cable was replaced but the event did not resolve. Catheter was changed, and ablation was performed again at 0 g to confirm that there was no change in contact force, and the event resolved. After that, the procedure was safely completed. After the procedure, there has been no health injury to the patient so far. Additional information: the thrombus was located at the distal end. Generator was a bwi ¿ smartablate. Since the procedure was completed there have been no reports of any psychological symptoms with the patient. The high force is not MDR-reportable. The thrombus/clot is MDR-reportable.